Event description:
The complaint as received stated that the consumer was exiting the back door going to the patio when the chair allegedly broke the door down and backed into the house. Serious injury is alleged.

Manufacturer narrative:
User was transgressing a threshold when the chair allegedly moved unintentionally breaking a door. The user sustained sutures, and a hospital stay. Photos were received of the damaged door. A dealer service technician had examined the chair and was not able to find anything wrong with the unit. Device history record was reviewed and the chair tested and functioned as designed. No malfunction present. Incident is the result of user error.